Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory notifier. Upon interrogation, high capture threshold and decreased r-waves were observed. Non-sustained oversensing due to possible loss of capture was observed. The lead was capped and replaced on (B)(6) 2016 due to high capture threshold. The patient tolerated the procedure well and was discharged post procedure.